Event description:
The pt reported that after the pump was implanted and he had been discharged to home, he "passed out and almost died in the ambulance". He had morphine in his pump and was told at the time, it was too much medication. He reported seeing another hcp and "he did an injection along the spine and burned some nerves". He had spoken with his pump hcp and the hcp had recommended trying another medication with less concentration. The pt reported that currently his pump was programmed off. The pt was encouraged to contact his hcp. Add'l info has been requested, a follow-up report will be sent if additional info becomes available.